Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly deployed. The device was unable to establish communication with the master pdm. The exposed portion of the soft cannula was found to be torn off. Although this damage was observed, it cannot be determined when or how this damage occurred. The piezo and piezo springs, pcb, ratchet gear, and reservoir were observed to be damaged, but the exact cause of this damage could not be determined. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula late. The pod was worn between 4 and 24 hours.